Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power without any prior low battery alarm. The customer's blood glucose was 280mg/dl at the time of incident. Customer stated that they already replaced the battery twice. Customer states this is not the second occurrence of off no power without a low battery warning. Customer will monitor pump and call immediately if it occurs again. The customer was not offered to troubleshooting for high blood glucose since patient was unable to use the pump due to the alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No unexpected battery power loss anomaly noted during test.